Event description:
Unsolicited communication. Patient reported that her new dose is 12gm now. Patient's freedom pump stopped in middle of infusion. Still 30 ml left. Patient does not want to manually push and will waste the medication. Pharmacy is replacing device. Defective device serial number: (B)(6). Maintenance due date is unknown. Unknown if patient experience an ae as a result. Unknown if patient has defective product on hand. All known information is contained on this form. Indication: common variable immunodeficiency, unspecified; common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by: patient/caregiver.